Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a competitors device delivered an alarm for a sensing issue. Provocation tests were performed and results were normal. Externalized conductors were observed via x-ray. The lead was capped.